Event description:
It was reported that a minimum fill notification occurred. Customer's blood glucose level was 110-115 mg/dl. Customer reportedly resolved the issue and continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.